Event description:
It was reported that the patient underwent surgical intervention wherein the scs ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The reported inability to connect the pc with the ipg was confirmed. The analysis results concluded the inability to establish communication between the programmer and the ipg was due to the device entering the service application state. The service application condition can occur when the device is exposed to an external energy source outside the device handling and storage requirements. Per the event details, the issue started following an unrelated surgery where the device had not been placed in surgery mode. This indicates the root cause of the issue is the device being exposed to an electrosurgery device during that unrelated surgery. There is guidance noted in the clinicians manual concerning handling of the device: electro surgery devices should not be used in close proximity to an implanted neuro stimulation system"". As a result of this finding, actions have been taken to prevent reoccurrence."

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was unable to communicate with their ipg using their patient controller. The patient stated they underwent a surgical procedure and did not place the device into surgery mode. A company representative met with the patient and confirmed the issue. The representative attempted multiple times to connect and recover the ipg, but to no avail. In turn, the patient may undergo surgical intervention to address the issue.